Event description:
The knee guide for the distal screws and supracondylar guide would not fit on the drill guide. They were forced on with mallet tapping, the guide missed by roughly a centimeter and the quick bolt would not thread into nail. Surgery time was extended.

Manufacturer narrative:
Two of the four returned instruments were badly damaged, therefore our investigation was inconclusive. The remaining instruments were found to be within dimensional specifications. Three of the devices were manufactured in 2001 and the fourth in 2004.